Manufacturer narrative:
Reportable malfunction with inomax dsir plus ds20170185 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to the main supply voltage being out of tolerance (valid range: (B)(4) to (B)(4) counts, actual value: (B)(4) counts). Further review of the device's service log determined that a low battery alarm did not occur to prompt the user to plug the device into a power source. A low battery alarm should have occurred prior to the delivery failure alarm to prevent the out of tolerance main supply voltage condition. The regional service center (rsc) did not experience a delivery failure alarm without a low battery alarm during testing of the returned device on battery power. The root cause for this occurrence was determined to be battery fuel gauge drift. As a result, the device's battery was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
A delivery failure alarm due to a main supply voltage below tolerance was identified by a mallinckrodt employee during a routine service log review. Further review of the service log determined that a low battery alarm did not occur prior to the delivery failure alarm. As a result, these service log findings meet the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled nitric oxide (no) at the time of the incident. This device was located in the united states when the reportable malfunction occurred. There was no delivery failure alarm complaint or report of patient harm associated with this incident.